Manufacturer narrative:
The pump was received with no esc and bolus buttons response due to corroded keypad traces. There was no button error alarm noted during testing. The rewind and basic occlusion, prime, excessive no delivery, and displacement tests were unable to be conducted due to no act button response. The pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was over 400mg/dl. The customer states their levels ran higher than normal due to insulin delivery stopping. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.